Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebx2421 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that stubble was found at the tip end of the puncture sheath.